Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that, on an unknown date, the device had a flow rate accuracy failure during preventive maintenance. Pumps were tested per the service manual. A pump analyzer was not used, but they used a digital pressure meter for some of the tests. The reporter was unsure what the measured amount was received during delivery accuracy testing as values weren¿t written down. The volume was received and measured by the graduated cylinder. There was no patient involvement and no human harm.

Manufacturer narrative:
Customer complaint: reported that the device had a flow rate accuracy failure. Tests: self-test and visual inspection. Self-test passed. A visual inspection was performed and found the fluid shield lip damage. The customer complaint wasn't confirmed that the device delivered the flow rate accurately and passed. Probable cause is not found, no issues. Physical abuse on the fluid shield.